Event description:
The pt received two percutaneous leads (from the same lot) as part of his scs sys. It was reported, the pt experienced intermittent losses of stimulation. Reprogramming only resolved the issue temporarily. Diagnostic testing exhibited invalid impedance readings on all but one lead contact. X-rays revealed broken wires inside the casing of the lead body. The pt denied any falls or other traumatic events. It was reported the pt will consult with his physician and surgical intervention will most likely take place at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.